Event description:
Complaint received from user that alleges "it started sparking and caught fire". Questionnaire not received from clinician and/or patient. Device not returned to manufacturer for evaluation. Product questionnaire not received from clinician and/or patient. No indication event caused or contributed to permanent impairment, serious injury or death.